Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotalink plus became stuck on the rotawire. The 80% stenosed target lesion was mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. A 1.50mm rotapro and rotawire were selected for rotational atherectomy procedure. The rotapro was prepped and platformed outside the patient, then advanced over the wire. During procedure, the burr became stuck on the wire inside the patient. The burr was attempted to be removed over the wire manually, but it was unable to be done so the burr and wire were removed together as one unit from the patient. The procedure was completed successfully with another device. There were no patient complications and the patient was stable post procedure.

Event description:
It was reported, that the rotalink plus became stuck on the rotawire. The 80% stenosed, target lesion was mildly tortuous. And moderately calcified proximal left anterior descending (lad) artery. A 1.50mm rotapro and rotawire were selected for rotational atherectomy procedure. The rotapro was prepped and platformed outside the patient. Then advanced over the wire. During procedure, the burr became stuck on the wire inside the patient. The burr was attempted to be removed over the wire manually, but it was unable to be done. So, the burr and wire were removed together as one unit from the patient. The procedure was completed successfully with another device. There were no patient complications. And the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, and burr were microscopically examined. Inspection of the device revealed, that rotawire had separated from the coil within the sheath. The burr was found detached from the coil on the returned rotawire. The coil was found to be kinked and stretched where the rotawire had separated. Functional testing was performed by removing and attempting to reinsert the wire used in the procedure. The wire was able to be removed without resistance or issues, but was unable to be reinserted, due to the kinked stretched coil. The damage to the coil and separation from the rotawire are attributable to pulling the device, during the procedure. Pulling on the device, during the procedure is also attributable to the detached burr and kinked and stretched coil. Product analysis confirmed, the reported events. As the rotawire separated from the coil and the burr was found detached from the coil. The rotawire was not able to be reinserted into the device, due to the damage to the coil.